Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 70 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response due to a corroded keypad trace at the esc button. The insulin pump was also received with a minor scratched display window, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker.